Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mm x 2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon second inflation at less than 10atm for 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.